Event description:
It was reported that the screw driver broke during the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation of the complained screw drivers shows that the stardrive tips are broken off. The broken surfaces do not show any anomalies what indicates material conformity as well. We cannot exactly evaluate the reason for this breakage. We suppose that simply too much applied mechanical force well beyond its calculated design caused the breakage.